Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported failure to capture, high thresholds, noise, oversensing, and syncope, on this lead. No event or explant date provided.